Event description:
It was reported that a volume discrepancy occurred that resulted in a pump replacement approximately 1 year prior to the report. The patient stated that he had a ¿real problem¿ with his health and the healthcare provider (hcp) could not figure out if it was a seizure or a stroke. It was found that the pump ¿wasn¿t producing exactly what it was supposed to¿ and during refills the hcp would take out the drug before filling the pump and ¿what was being pulled out wasn¿t the exact amount it should have been¿. The patient stated that the volume was off by a very little and it was time to replace the pump any way so it was decided to replace the pump. The patient¿s last refill had been (B)(6) 2012 at which time a 5% increase in the daily dose was made. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
Additional information reported the patient¿s leg pain was not device related. An MRI was ordered. It was said the pump was replaced due to normal battery depletion, not due to the volume discrepancies. The volume discrepancies were ¿all very small and within normal specs¿. The patient had morphine in the device at that time at an unknown dose. As of 29-aug-2013, the patient was said to be ¿doing well.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the hcp stated the patient had a family history of strokes and the event was not related to his pump or catheter "in any way." There was no pump testing done. It was said the patient continued to have "good" pump therapy.